Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the devices were received and visually inspected. The label on the exterior of the boxes is for the 284508 fms vue tube set which was what the customer ordered. The tube sets inside of the boxes are marked 284504 solo/duo tube set. The label on the tube sets also indicates that they are 284504 tube sets. The instructions for use (IFU) in the box is correct for the 284508 tube set. This complaint can be confirmed. A non-conformance (nc) was opened to track this failure and assigned to the supplier quality engineering group. A device history record (DHR) review has been conducted and no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Corrected data: initial alert date should be february 14, 2019.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by the sales rep via cst that the customer did not receive the same product code as what was ordered on their purchase order in (B)(6) 2018. The customer stated that the most outer packaging read that they were receiving fms vue inflow tubing (284508) so the product was stocked. On (B)(6) 2019, the customer went to use the product in an acl reconstruction procedure but noticed prior to the case that their delivery contained fms duo/solo inflow tubing (284504) rather than what was ordered. The individual packages for each set of tubing has the correct product code and lot number on the labeling. There was no patient harm in relation to that case. The fms duo/solo tubing that was used during the case was discarded and the unused product is being returned.